Event description:
The pt experienced a symptom of clouding of consciousness. X-ray was done and showed catheter coming off from the reservoir connector. The breakage of the connector was confirmed in a shunt revision. It was also reported that a cut mark on the other side of the connector was made by the physician. There was no injury to the pt. The flushing reservoir is available for evaluation.